Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false negative for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system. The customer reported that on (B)(6) 2021 a patient generated a sars-cov-2 negative, influenza a negative and influenza b negative result for a patient¿s sample. The patient¿s same sample was repeat tested on a different platform the allplex that generated a sars-cov-2 positive, influenza a negative and influenza b negative result. No patient details were made available, and no harm or injury was indicated. The results were reported out as inconclusive to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The alleged run did not show any signs of inhibition. The most likely cause for the discrepancy observed is due to differences in detection technologies between tests. Additionally, a review of the dataset provided shows no indication of a product problem. (B)(4).